Manufacturer narrative:
The spacelabs healthcare field service engineer gathered logs for the xhibit central stations (xcs) and xhibit telemetry receivers (xtr) affected by the network outage. A spacelabs healthcare product support specialist (pss) reviewed the logs and confirmed there was a network outage, however, the source of the network outage could not be determined. Based on the pss findings, the previously reported resolution to remove a network cable did not restore the network communication as the network cable was used on a different network. Cause of failure could not be determined.

Event description:
The customer reported that a remote xhibit central station (xcs) lost all displays. When the xcs lost the displays, it was reported that the other xcs viewing the same patients stopped displaying the patient data as well. There has been no patient or user harm associated with this event. The customer reported that they were able to resolve the reported issue by removing the network cable from the remote xcs. No further information is available at this time; however, a spacelabs field service representative is attempting to gather logs to further investigate the cause of the reported issue. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.